Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on (B)(6) 2025, additional information was received which indicated that the suspected device for the reported irrigation issue is the catheter. It was also indicated that the device was used on the patient. The catheter was found to be blocked during flushing. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Therefore, the event was re-assessed as MDR reportable with an awareness date of (B)(6) 2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).